Event description:
Orange sapphire IV tubing cracked. The pump alarmed "air in line" and when disconnecting tubing from pump, it was wet. When I unclamped the tubing, I noted fluid shooting out of a crack in the tubing just below the cassette in the solid orange tubing. Tubing had to be replaced.